Manufacturer narrative:
(B)(4). The xience v 2.75 x 28mm (part#1009540-28/lot#9073141), xience v 2.5 x 28mm (part# 1009539-28/lot#9073041), and xience v 3.0 x 23mm (part# 1009541-23/lot#9070961) mentioned are being filed under separate MFR numbers. In this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Adverse event: restenosis requiring intervention. Onset of adverse event: approx five months after the procedure. Device issue: none. It was reported via trial that on (B)(6) 2009, the pt underwent stenting in the predilated distal right coronary artery (rca) with one xience v stent, in the predilated mid rca with two xience v stents, and in the proximal rca with one xience v stent via direct stenting. On (B)(6) 2010, the pt experienced angina and on (B)(6) 2010, underwent a diagnostic coronary angiogram. On an unk date after the angiogram, the pt underwent a subsequent target lesion revascularization via coronary artery bypass graft surgery. The pt's condition is continuing. The pt was discharged the following day on (B)(6) 2010. There was no add'l info provided.